Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the concentric, heavily calcified, heavily tortuous, 90% stenosed, de novo, distal right coronary artery (rca), pre-dilatation with a 4.5 x 15 mm trek balloon dilatation catheter (bdc) was performed; however, during the second inflation at 12 atmosphere (atm), the balloon ruptured. The device was changed to a 4.5 mm non-abbott bdc, completing the lesion pre-dilatation. A xience xpedition stent was implanted in the lesion and the procedure was completed, without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.